Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that while swapping out a loaner unit and testing it with a probe an error code was received. During troubleshooting, the permanent tubing was removed with the top sealed off and an error code continued to be received.